Event description:
France. It was reported that after a breast augmentation with implants in (B)(6) 2025, the patient developed a capsular contracture in one breast. The condition was treated with antibiotics, anti-inflammatory medication, and massages. Although the breast became softer, persistent inflammation remained, and the implant continued to be positioned high (side unspecified). No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature, the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective. Immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). Infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009) the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005) extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis; 2009). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself." "Breast implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant". ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved". "Malposition of a breast implant is defined as an incorrect placement during surgery or its shifting from its original position. It is also called displacement/lateralization. Malposition has been a frequent event reported due to its multifactorial causes and it can be expected during the lifetime of the device." Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported events. These conditions are considered potential risks of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Manufacturer narrative:
This case was identified as duplicated and was merged to case (B)(4); however, investigation was performed and the final conclusion is the following: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as a capsular contracture, malposition, extrusion, infection. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed. Root cause analysis: capsular contracture is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.